Event description:
Same case as 1527460-2010-00163. The complainant reported an under-delivery. The intended amount was 165 ml to be delivered over 1 hour; however, the actual amount delivered was approx 2% per visual assessment.

Manufacturer narrative:
(B)(4). The device reported, list number 00507, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00507, that is marketed domestically.